Manufacturer narrative:
The sample was returned for evaluation. Damage to the dilator tip was identified. The root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1809600, implantable port, allegedly had a damaged dilator tip. This information was received from a single source. There was no reported patient contact.